Manufacturer narrative:
The lot was manufactured february 12-13, 2020. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The bladder was examined for signs of abnormality that may have caused the reported condition. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling. The device was filled manually with unspecified medication using a syringe. There was no patient involvement. No additional information is available.